Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to elevated thresholds attributed to microdislodgement. No additional adverse patient effects were reported. Product return was requested.